Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving compounded morphine with concentration 30 mg/ml at a dose rate of 11.012 mg/day via an implantable pump for non-malignant pain. It was reported that last night the patient noticed his pump was alarming. Today ((B)(6) 2020) the patient had magnetic resonance imaging (MRI) and ended up back at the clinic. The logs showed a motor stall occurred last night at 2100 (prior to the MRI). It was noted that there was no electromagnetic interference (emi) or magnetic interaction at the time of the stall. Silencing the alarm, pump replacement, setting the pump to a minimum rate mode, and sending the pump back for analysis if replaced was being considered. The company representative was to follow-up with the healthcare provider. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump had been flipping and was not sutured down when the physician opened the pocket. It was noted when he replaced the pump, he did suture the pump to prevent flipping. The catheter was twisted due to the old pump flipping multiple times. The provided information has been confirmed with the physician. No further complications were reported.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type catheter. Information references the main component of the system and other applicable components are : product ID 8578 , serial# (B)(4) ubd: 2018-05-12, UDI#: (B)(4), product type catheter. Update: the type of reportable event was updated from a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient was scheduled for surgery on (B)(6) 2020 to have pump replaced due to motor stall. The physician¿s name who contacted the company representative about the event was clarified. The company representative went to the office to interrogate the pump and then contacted technical support. The catheter was very twisted upon opening the pump pocket and had flipped several times before as per the patient. The pump was replaced, and the old pump was still at the hospital in pathology with a note to call the company representative when they were done with it so it could be returned to the manufacturer.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the motor stall has not yet been determined. The rep hadn't received it back from the account yet. They are supposed to call when pathology is done with it. The pump had been flipping in the pocket, and yes the catheter was very twisted upon the surgeon opening the pump pocket. The catheter is not being sent back with the pump and they do not know the weight of the patient at the time of the replacement.